Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, loss of capture, undersensing and high pacing lead impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed revealing rv lead dislodgement. The physician suspected the rv lead dislodgement was due to twiddler¿s syndrome. The event was resolved by explanting the rv lead. The patient was stable and will continue to be monitored.